Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving fentanyl, 1000 mcg/ml concentration at 50 mcg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that clinician programmer error code occurred. The hcp stated while updating that patient's pump on (B)(6) 2017 through the clinician programmer, "alarm was heard". The hcp confirmed a code via the programmer screen: 08:08:f8:f8-544 (253). The hcp turned the programmer off, back on again and started over with the programming of the patient's pump as the pump was inadvertently stopped due to the reported issue. The hcp inquired why that would have occurred. No further complications were reported.